Event description:
The patient reported that their one touch ultra meter would not power on. This issue was not resolved with troubleshooting. They were using the correct test strips and were inserting it all the way into the test strip port. The batteries were replaced less than 1 year ago and the meter would also not turn on when the power button was pressed. They had contacted a medical professional for advice, but were not given any treatment. The doctor's meter result was 300mg/dl, but they were unable/ unwilling to answer if they were experiencing any symptoms.